Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact name: requested, unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number - no anomaly was found in the results of the history investigation. Based on the investigation results, no anomaly was found in the history of the involved product code/lot#. However, since the actual device was not returned and the analysis of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory is committed to maintaining the quality of the product by performing the following control. - after the assembly, the outer diameter is measured on 100% basis to ensure that there is no anomaly on it. - in the product assembling process, 100% visual inspection is performed to ensure that there is no anomaly in appearance. The IFU of this product includes the following directions: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Please refer to section h10 for the related reports. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: while the wire was being used in the procedure, the tip of the wire broke roughly 10cm from the distal tip. The physician said that he was in a heavily calcified vessel and was torquing the wire before it broke. A new wire was opened and the case was completed. No patient impact was reported. There was no blood loss. Additional information was received on 09feb2026: there was a fragment left in the patient's body. The fragments were left in the vessel as the patient will need bypass and the artery the tip broke off in is completely occluded.